Manufacturer narrative:
G3 on initial MDR should have reflected date (B)(6) 2026 as that is when tandem became aware of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed fruit and protein powder to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.